Event description:
During a minimally invasive, cardiac surgical procedure, a small tear was made in the heart muscle. The incision along the sternum was small, giving limited space for access. As the defibrillator paddles were being positioned on the surface of the left side of the heart in preparation for defibrillation, but before the defibrillator was activated, a small tear was made. Upon inspection of the paddles, it was noted that the coating on the paddles was chipped from the top edge of the surface of the spoon, creating a rough surface. The actual cause of the injury cannot be confirmed, but was possibly related to the rough surface of the paddles and/or the way in which the paddles were placed on the surface of the heart. The tear was quickly repaired with sutures without complication or adverse effects.